Manufacturer narrative:
.

Event description:
The hcp reported that during pump refill a lower volume of drug than expected was found; the reservoir volume discrepancy was approximately 2ml. The pt experienced symptoms of overdose that included severe urinary incontinence, flaccidity (weakness), bradycardia, hypotension and sweating. The drug used in the pump was baclofen. The pt was in the hospital for two days to replace the device. The pt received treatment with medication and has recovered without sequela.